Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The customer reported that the pump would not be returned for analysis as the event was due to an infection; therefore, they did not feel the need to send the pump back for evaluation. A direct correlation between the device and the reported pump infection could not be determined. The instructions for use lists driveline, local, and pump pocket infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for suspected gi bleeding, lightheadedness, confusion and dizziness. Blood cultures were drawn as the patient was febrile, and the results were positive. The patient was started on IV antibiotics. On (B)(6) 2015, the patient's ICD was explanted. On (B)(6) 2015, the patient's pump was exchanged; it was reported that purulent material was found around the outflow graft and inlet elbow consistent with an lvad infection. The following additional information was received via sus voluntary event foi report, (B)(4): event date: (B)(6) 2015. Report date: (B)(4) 2015. Event description: pt admitted for a suspected gib due to complaints of dizziness, confusion and lightheadedness. Hgb 5.4 at that time with an elevated inr. Multiple tests were performed. Blood cultures positive. Pt placed on IV antibiotics. Tee performed was negative for vegetation. Despite IV antibiotics the pt remained febrile. Decision was made to exchange the lvad pump and cannulas as it was felt they had seeded with infection. The pt was taken to the operating room for the lvad pump exchange. During the surgery the surgeon found purulent material around the outflow cannula and the inlet elbow. Surgery went well and the pt was taken to the ICU to recover.